Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6) hospital. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7335893. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7335893) was impeded in the introducer and could not be pushed into the microcatheter. The physician retracted the stent and observed that it had been released in the introducer sheath and the stent component was separated from the delivery wire. A new replacement stent was used with the original microcatheter (unspecified brand) to complete the procedure. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. Per the information, the procedure was targeting the m1 segment of the middle cerebral artery (mca). The microcatheter used was a prowler select plus (catalog / lot# unknown). A continuous flush had been maintained through the microcatheter. The stent was impeded in the introducer sheath and could not be pushed into the microcatheter. The replacement stent was not another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The reported issue did result in an approximately 5-10 minute delay; the physician used a competitor stent as replacement.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 20-dec-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was detached from the delivery system and remained inside the proximal section of the introducer. The stent component was inspected under the microscope. No damages were observed on it. Further inspection revealed that the delivery wire was broken off just proximal to the retraction bump; the fragment of the delivery wire was within the stent inside the introducer, and it was found that the delivery wire distal tip was missing. The inner diameter (ID) and outer diameter (od) of the introducer were confirmed to be within specifications. The conditions in which the enterprise system was returned precluded functional testing. However, they uggest that the delivery wire was pushed sufficiently to cause the delivery wire to bend and end up breaking. Since the stent was found in the proximal section of the introducer, it is suggested that the delivery system was retracted with the use of excessive force, enough to release the stent inside of the introducer tube. The issue reported was confirmed, however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7335893. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.